Manufacturer narrative:
No samples (including photos) were returned for pr#(B)(4). However, this complaint report is linked to pr (B)(4) and photos were provided for pr#(B)(4). This is the 3rd complaint for the reported lot number. Embecta was able to confirm the customer-indicated issue on pr (B)(4), situational analysis (sa) bddc-24-5006-sa was opened. A root cause was identified, and a project was initiated to update the swab pouch artwork from 74892 ssa and corrected the number to 74982 ssa on 22 oct 2022. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd alcohol swabs had incorrect information. The following information was provided by the initial reporter, translated from spanish to english: the customer reports that the sanitary registration of the sku is(B)(4)erroneous, it reads 74892 ssa and should read 74982 ssa.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alcohol swabs had incorrect information. The following information was provided by the initial reporter, translated from spanish to english: the customer reports that the sanitary registration of the sku is 326903 erroneous, it reads 74892 ssa and should read 74982 ssa